Event description:
The customer reported the system displayed an overload fault error message which would cause the system to shut down. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.